Event description:
It was reported that the sv300a started to alarm and displayed error code "pf" during functional checks, then stopped cycling. Third party service discovered that the 1618 pcb was defective. The fse replaced the 1618 pcb, calibrated, let unit run on ambient for 24 hours, then functional checked unit. Ventilator was running to all MFR's specs. There was no pt involvement or injuries. Ventilator settings, at time of reported incident, are unk.